Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies were found.

Event description:
It was reported that during implant attempt, the physician was unable to "screw or unscrew the lead" when connecting the atrial lead into the implantable cardioverter defibrillator (ICD). The ICD was replaced. No patient complications have been reported as a result of this event.